Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 90927. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. During the manufacturing process a vision system is inspecting 100% all the products for clogged needles. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified, however it could be possible that while passing the needle through the stopper vial the needle got clogged with the stopper vial material. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that needle 26x3/8 ib broke. The following information was provided by the initial reporter: material no: 305110 batch no: reported 0090927. It was reported: needle broke attempting to fill cartridge. Verbatim: caller reported needle broke when they attempted to fill cartridge number of occurrences: [1]. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? No. Resolution: caller was able to successfully fill a cartridge. No further action required. Customer requested replacement for syringe, cts to goodwill replacement 2 pack of cartridges.